Event description:
It was reported the 24 inch extension line had a "leak between the stopcock and the female part". It was reported the extension line was replaced and the patient received their treatment. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the 24 inch extension line had a "leak between the stopcock and the female part". It was reported the extension line was replaced and the patient received their treatment. No patient harm was reported. The patient's condition is reported as fine.